Manufacturer narrative:
The referenced percutaneous lead (driveline) repair was reported under medwatch report# 2916596-2014-02072. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years, 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that an lvad system stoppage occurred when the percutaneous lead (driveline) was manipulated. The lvad was connected to batteries at that time. Additional pump stoppages occurred, and the patient reported feeling very short of breath. System controller history interrogation by the lvad clinician showed multiple pump stoppage and low flow alarms. A log file was reviewed by the technical service representative and confirmed multiple pump stoppages. The x-ray image provided to the technical service representative appeared to be unremarkable. It was reported that a prior distal end percutaneous lead (driveline) replacement was performed on (B)(6) 2014, and that there was not enough space between the prior replacement and the exit site to perform a second replacement. The patient was stable and discharged to home with an ungrounded patient cable and was instructed to stay on the ungrounded cable or batteries at all times. During this time, the patient had not had any more alarms. However, the patient was (B)(6) and very concerned about the possibility of having a health issue if the alarms resumed. The patient opted to be admitted to the hospital to have the lvad turned off and use palliative milrinone to support if needed. Care was withdrawn and the patient expired on (B)(6) 2018.

Manufacturer narrative:
Pump stoppages were confirmed through the evaluation of submitted system controller log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.